Event description:
Country of complaint: (B)(6). Surgeon states that the jaw of the instrument had caused injuries of the intestine. He noticed during use of optics. Delay 10 min. Perforation of the intestine had to be sutured.

Manufacturer narrative:
The instrument was investigated microscopically. One part of the jaw shows a mechanical damage (burr) which was most likely caused during maintenance or in a former surgery. The instrument was not sold in this condition. Failure is user related. See IFU ta011945: instrument must be visually checked before every use. Damage would have been recognizable. There are no hints for material or prod deviations.